Event description:
It was reported that the user was changing supplies when the ilet separated and the screen detached from the other half of the device, after which the screen no longer functioned. Symptoms included no injury and no physiological effects. Outcomes included interruption of device use and transition to backup diabetes therapy without alerts or alarms. Investigation included customer interview and device replacement logistics. Investigation of this case revealed a damaged device enclosure and a nonfunctional display consistent with screen detachment. It was concluded that the device experienced a hardware failure of the display assembly, and a replacement device was arranged.